Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
New information received notes that following the battery performance alert (bpa) advisory, a bpa was also received by the clinician in addition to the premature battery depletion and the device was explanted. Patient condition was stable after the procedure.

Manufacturer narrative:
Additional information: h3, h6, h7, h9. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with lithium (li) cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6)2016.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented to a follow-up in clinic with their implantable cardioverter defibrillator exhibiting premature battery depletion. Device also failed to interrogate. Device was explanted and replaced on (B)(6) 2020. Patient condition was stable after the procedure.